Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was met. Removal of the delivery system and the undeployed stent into the guiding catheter, contrary to instruction for use, resulted in stent separation from the delivry system. No retrieval atempts were made. The vessel was angioplastied only and there was no clinical evidence of flow obstruction. Following the procedure, the pt experienced chest discomfort and was successfully treated with reopro.